Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: per service manual operational and diagnostic analysis confirmed reported issue (working intermittently). Replaced bent left and right safety cover as identified in the investigation to address the reported issue. Per (B)(6), replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits and also added keyboard mask. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Per sales rep, fms duo working intermittently. No patient harm. No delay. Shoulder surgery. Completed with a different fms duo.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Per sales rep, fms duo working intermittently. No patient harm. No delay. Shoulder surgery. Completed with a different fms duo.